Manufacturer narrative:
On 9/16/2019, the mentor failure analysis lab has received the device for evaluation. The device was returned but no information was provided in regards to the date of explantation, so an estimated date of (B)(6) 2019 was selected. Reason for device explant and/or reoperation: breast cyst, implant site calcification, rupture on 10/15/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample an area of parallel lines of shell wear were observed on the anterior aspect. Also a tear was observed within shell wear measuring approximately 4.0 cm. No additional anomalies were observed. Shell wear suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, experienced bilateral rupture, bilateral implant site calcification, and left breast cyst post-operatively. The stated issues were diagnosed via mammography and ultrasonography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.